Event description:
Event description cpi received information that at the replacement procedure of an implantable cardiovertor defibrillator (ICD) this endotak c lead showed a less than 10 ohm impedance during testing. The physician suspects a shorted lead.